Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon noticed excess smoke while using the harmonic scalpel accompanied with a high pitch noise coming from the handpiece. The tissue pad melted and fell off. The tissue pad was retrieved. The case was completed with another handpiece and lcsc5. There was no consequence to the pt.